Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had measured high thresholds on the competitor right ventricular (rv) lead via the capture management feature of the ICD. In-office testing was completed and threshold levels were within normal limits. Therefore, it was determined the auto thresholds were not accurate and the device had "reported auto high rv thresholds when threshold were not high." Reprogramming was completed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.